Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications. Performed the bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that they received a calibration error alert and a bad sensor alert. Customer also indicated they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 68 and a blood glucose of 406 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance and was found that customer had bent cannula. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.